Event description:
At about 9 years and 4 months after primary, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised successfully the stem and head with competitor products and revised the medacta liner with a medacta liner.

Manufacturer narrative:
Batch review performed on 01-mar-2024. Lot 133965: (B)(4) items manufactured and released on 28-oct-2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs director: revision 9 years and 4 months after primary tha due to a potted stem and the cause is unknown. From the radiographic image, signs of stress shielding and radiolucent lines in gruen zones 1 and 7 are visible. Aseptic loosening is a possible literature described adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined.